Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 511211 enpath medical lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered a warning due to low impedance. The impedance is showing some fluctuation. There is also a lot of noise when the patient is programmed bipolar. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.